Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that "the straight mis inserter, when the doctor was inserting the device, using a mallet, a strange dust or powder came out of it and went into the wound. Dr. Removed the inserter, inspected it and was questioning if this is normal, so switched over to another inserter and flushed out the wound, and finished the case."